Event description:
Cardiac catheterization lab prepping room for procedure when they noted that the merge computer keyboard and mouse were not working. Called merge customer assist twice and left voicemail. Called third time and able to speak with a tech. Merge remoted into system and found all usb ports "fried". Overnighted new computer from merge. Procedures moved around to be done in different rooms. Room shut down until new computer installed. Per local biomed ¿ computer failed to communicate with all of it's external input/output ports. Upon installation of new OEM, ran into setup issues resulting in not being able to use the cath lab until next day.